Event description:
The manufacturer service technician reported the ventilator had a low audible alarm during service. The ventilator was not connected to a patient when the reported problem occurred.

Manufacturer narrative:
Na.